Event description:
It was reported that the patient had a backup battery (ebb) fault. Their ebb was recently replaced for the same issue. The patient's system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Log file analysis confirmed ebb faults on (B)(6) 2023 due to a load test failure. The controller exchange resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 3 hours of data ((B)(6) 2023 from 05:47:46 ¿ 08:28:51 per the timestamp). The log file captured a backup battery fault alarm from the first event in the log file until the last event in the log file due to the backup battery not passing the load test. The initial conditions that caused the battery to not pass the load test and the exact time that the alarm activated could not be determined as the events were overwritten by newer incoming data. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19oct2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault, alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. No further information was provided. The manufacturer is closing the file on this event.